Event description:
Description according to complainant: patient reported that his paperwork states that multiple legs appear to be penetrating in multiple areas. On (B)(6) 2015, patient provided additional info stating he feels pain intermittently for 1-2 days; the pain was described as a heartbeat pulsing soreness pain. - filter was placed in (B)(6) of 2011. Update: (B)(6) 2015: hosp recorded info: "(B)(6) 2014; (B)(6) is referred for evaluation of inferior vena cava filter. He has a complex history of deep venous thrombosis, followed by stroke and pulmonary embolus. He was eventually found to have asd which was closed using a clamshell device. Due to his history of dvt a cook inferior vena caval filter was placed. Since this is a removable device he was considering the possibility of having it removed. Diagnostic interpretations: report type: CT abdomen. Date of test: (B)(6) 2014. Findings : (per md) my independent review and interpretation of the CT of the abdomen done (B)(6) 2014 reveals an inferior vena caval filter. This is superior to the renal veins. However, the tip of one legs appears to be external to the wall of the vena cava indicating wall perforation of one leg. A second leg also appears to look the right renal vein at its junction with the inferior vena cava. The third leg appears to be unremarkable.

Manufacturer narrative:
(B)(4). Specific date unk but implanted in (B)(6) 2011. Summary of inv findings: a review of imaging provided found that three primary filter legs and one secondary leg had perforated the ivc. None of the legs rest in or threaten adjacent organs and as such are likely asymptomatic. Also, a short secondary leg is consistent with fracture and the fragment likely is in the right ventricle. Based on imaging and info provided the exact reason for the perforations and the fracture cannot be determined. Nor can it be determined, if treatment during implant period affected the filter and/or filter placement, but investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicated that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Also fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. It is cook's experience that fracture of filter legs is subsequent to perforation of the ivc filter and due to unidirectional bending fatigue. Cook medical will continue to monitor for similar reports.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Description according to complainant: patient reported that his paperwork states that multiple legs appear to be penetrating in multiple areas. On (B)(6) 2015, patient provided additional information stating he feels pain intermittently for 1-2 days; the pain was described as a heartbeat pulsing soreness pain. - filter was placed in (B)(6) of 2011. Update (B)(6) 2015: hospital recorded information: "(B)(6) 2014: (B)(6) old is referred for evaluation of inferior vena cava filter. He has a complex history of deep venous thrombosis, followed by stroke and pulmonary embolus. He was eventually found to have asd which was closed using a clamshell device. Due to his history of dvt a cook inferior vena caval filter was placed. Since this is a removable device he was considering the possibility of having it removed. Diagnostic interpretations: report type: CT abdomen. Date of test: (B)(6) 2014. Findings: (per md) "my independent review and interpretation of the CT of the abdomen done (B)(6) 2014 reveals an inferior vena caval filter. This is superior to the renal veins. However, the tip of one leg appears to be external to the wall of the vena cava indicating wall perforation of one leg. A second leg also appears to look the right renal vein at its junction with the inferior vena cava. The third leg appears to be unremarkable."

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect-perm. Specific date unknown but implanted in (B)(6) 2011. Summary of inv findings of 27jan2016: re-investigated based on lot# was provided. The celect filter is manufactured and inspected according to specification. The additional information regarding filter lot# does not compromise the initial evaluation. Therefore, below evaluation is still valid. Summary of inv findings of 06feb2015: a review of imaging provided found that three primary filter legs and one secondary leg had perforated the ivc. None of the legs rest in or threaten adjacent organs and as such are likely asymptomatic. Also, a short secondary leg is consistent with fracture and the fragment likely is in the right ventricle. Based on imaging and information provided the exact reason for the perforations and the fracture cannot be determined. Nor can it be determined, if treatment during implant period affected the filter and/or filter placement, but investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Also, fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. It is cook¿s experience that fracture of filter legs is subsequent to perforation of the ivc filter and due to unidirectional bending fatigue. Cook medical will continue to monitor for similar reports.

Event description:
Description according to complainant: patient reported that his paperwork states that multiple legs appear to be penetrating in multiple areas. On 16jan2015, patient provided additional information stating he feels pain intermittently for 1-2 days; the pain was described as a heartbeat pulsing soreness pain. - filter was placed in (B)(6) of 2011. Update 23jan2015: hospital recorded information: "(B)(6) 2014: (B)(6) is referred for evaluation of inferior vena cava filter. He has a complex history of deep venous thrombosis, followed by stroke and pulmonary embolus. He was eventually found to have asd which was closed using a clamshell device. Due to his history of dvt a cook inferior vena caval filter was placed. Since this is a removable device he was considering the possibility of having it removed. Diagnostic interpretations: report type: CT abdomen. Date of test: (B)(6) 2014. Findings: (per md) "my independent review and interpretation of the CT of the abdomen done (B)(6) 2014 reveals an inferior vena caval filter. This is superior to the renal veins. However, the tip of one leg appears to be external to the wall of the vena cava indicating wall perforation of one leg. A second leg also appears to look the right renal vein at its junction with the inferior vena cava. The third leg appears to be unremarkable."

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava penetration; migration; device unable to be retrieved; pain". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.